Event description:
It was reported the patient had cellulitis and the healthcare provider (hcp) was ruling out an infection. The site of concern was the pump pocket and the patient was on antibiotics (cipro) since (B)(6) 2014. It was unknown if it was oral or intravenous (IV) antibiotics. It was noted the patient had labs done, but it was unknown what those were. It was further reported the hcp had not explanted the catheter or pump and was waiting to see how the patient responded to antibiotics. The pump was being used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).